Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Low atrial sensing and low pacing impedance were noted during replacement of the generator following the advisory for premature battery depletion with implantable cardioverter defibrillator. Although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The right atrial lead was capped and replaced and the patient was stable. Related manufacturer report number: 2938836-2017-30204.

Event description:
During follow-up, low sensing threshold and low pacing impedance were noted on the right atrial lead. The lead was capped during the replacement of the generator following the advisory for premature battery depletion with implantable cardioverter defibrillator. The patient was in stable condition. Related manufacturer report number: 2938836-2017-30204.